Event description:
The patient reported a poor communication. The patient turned stimulation off two weeks ago then could not turn it back on. The patient said that the reason for not recharging was due to being crazy busy. The stimulation was off and could not connect with the patient programmer or recharger. The patient turned stimulation off for a procedure of lumbar sympathetic nerve block. The got the nerve block for the same reason they had their stimulator. Their health care professional (hcp) took care of the implantable neurostimulator (ins) and the blocks. At first the ins helped the patient moved, before they got the ins they could not walk and the longer they had it the less they needed it, they got their body up and moving. The patient still wanted it to be there for high pain days. They always had it on a low setting, then if they were in pain they would bump it up. The patient turned it off for injections. They had been getting injections once per month for the last couple of months. The patient stated that they turned stimulation off for the procedure two weeks prior to the report. Other relevant medical history includes spinal pain and complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.